Event description:
A report was received from the customer which stated the pilot balloon valve was leaky after one day of use. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.